Event description:
On 02/21/2024, infutronix received a report that an IV administration set had a "filter issue - allow air to pass', causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment.

Manufacturer narrative:
No investigation of the device can be carried out because the IV administration set will not likely be returned for evaluation.